Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they are unable to sync their recharger to their ins and "reposition antenna" screen displays when attempting to do so. Patient services (ps) instructed pt to attempt to sync their programmer to their ins and pt confirmed the "check antenna" screen displays when attempting to do so. Pt confirmed the last time they were able to successfully charge was about a month ago. Ps suspects possible overdischarge and reviewed information with pt. Pt also commented that they recently replaced the programmer batteries. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. It was reported they tried to jumpstart and it did not work. The symbol on device was to contact doctor. The battery was dead. The stimulator is not working and will be removed on (B)(6) 2022.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.